Event description:
The account alleged the side rail is not latching. No patient impact.

Manufacturer narrative:
The technician found the roller guide and lower pivot bolt are missing from the side rail. The technician replaced the side rail roller guide and lower pivot bolt to resolve the issue.